Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Per service request description, "customer reported that they were having intermittent issues with their spectrum pumps which they determined was caused by not adhering to baxter¿s recommendations for cleaning. The cleaning practices in the facility are causing residue build up and not allowing the pumps to work as expected. " the improper cleaning practice which caused corrosion on the battery should be the cause for the battery issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "pulled air" during therapy (medication, dose, programmed amount and delivery rate unknown. The nurse replaced tubing bag and pump and started. Pump said it was infusing however, no drops were seen dripping the chamber. The pump was replaced again. Then, the patient's pressure dropped to 30. There was no known medical intervention associated with this event. No additional information is available.